Event description:
The tubing entering the elbow on top of the arterial chamber has been kinking off and had caused arterial insufficiency alarms. For this event, this occurred after the pt had started dialysis and the warmed blood had entered the tubing. The staff increased the amount of blood in the arterial chamber and this would decrease kink but during treatment, the volume within the chamber would fall and the line would kink again. For this event, the pt completed dialysis treatment, however, arterial alarms were experienced during dialysis. A companion sample is available for eval.